Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device burned out. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was burnt out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device made loud unusual noise and overheated in three minutes (119 degrees should be less than 118 degrees in 10 minutes). It was further observed that was observed that the driveshaft was broken which caused the noise and overheating. It was also noted that the motor end cap came off. The assignable root cause of the broken driveshaft was determined to be due to excessive force being used during use. This is further defined as misuse, abuse, and possible user error. The assignable root cause of the end cap coming off was determined to be due with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.